Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The filter did not open after release(cc# (B)(4), and was taken out with our three-ring trap, and additional equipment needed to be compensated.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. After third notification, sample was not returned to argon. The complaint was closed. No corrective required at this time. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.

Event description:
The filter did not open after release (cc#: 14855), and was taken out with our three-ring trap, and additional equipment needed to be compensated.